Event description:
It was reported that during a lap cholecystectomy procedure, during insertion of a second port, the trocar remained loaded after penetrating the abdominal wall. Meaning the safety mechanism did not bounce back after penetration. The insertion was under vision. According to the surgeon, the abdominal wall was normal. The case was completed with another device. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.